Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following were detected from the sample collected from the subject device. No microbe was detected from the sample collected from the all channels of the device. Instrument channel: mesophilic aerobic germs (21 cfu). Air/water channel: mesophilic aerobic germs (28 cfu). The testing result cleared the (B)(6) guideline. Olympus (B)(4) checked the subject device and found following; the angulation was insufficient. The control section had slightly scratched. The switch had wear and tear. The universal cord had slightly scratched and bulging. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Instrument channel: unspecified microbes (0.1 cfu/ml). Air/water channel: unspecified microbes (0.1 cfu/ml). Auxiliary water channel: unspecified microbes (0.1 cfu/ml). Suction channel: bacillus spp, escherichia coli and pseudomonas aeruginosa (the total cfu of the bacillus spp, escherichia coli and pseudomonas aeruginosa is >100 cfu). Second time; (B)(6) 2021. Instrument channel: unspecified microbes (0.1 cfu/ml). Air/water channel: unspecified microbes (0.1 cfu/ml). Auxiliary water channel: unspecified microbes (0.1 cfu/ml). Suction channel: pseudomonas aeruginosa (12.4 cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, endomed steelco using peracetic acid. There was no report of infection associated with this report.